Manufacturer narrative:
Date of event reported was (B)(6) 2021. (B)(6) 2021 was used as a place holder. Device was returned to 3m¿ for analysis. 3m¿ confirmed a leak from the heat exchanger. Lot hx8434 was manufactured prior to corrective action plan. Scar# aaue-bsghkn issued for hex leaks, corrective action plan including new manufacturing equipment was implemented (B)(6) 2021. 3m¿ will continue to monitor.

Event description:
A hospital alleged 3m¿ ranger¿ high flow disposable set, model 24355 leaked at the fluid warming cassette while blood was infusing. No injury was reported.